Event description:
Patient reported left side ¿lot of discomfort in the breasts¿, ¿they are swollen¿, ¿sensitive¿, ¿very painful¿, ¿uncomfortable¿, ¿with the burning sensation¿, ¿of being full¿, capsular contracture baker grade iii, and "oval, circumscribed nodules". Healthcare professional reported the patient "cannot live with the fear" regarding the risk of lymphoma. Patient additionally reported "cysts", which are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.